Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection, when the surgeon tried to insert the anvil in the trocar of the circular stapler, it was found that the hollow part of the anvil was wide open. As a result, the trocar couldn't close properly in order to achieve the ''click'' part. A new device was open however same issue occurred. The surgeon then used another device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the retainer legs of the anvil were bent or damaged. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. Due to the observed retainer leg damage of the clinical anvil, a representative anvil was attached to the center rod without difficulty prior to firing the instrument. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed and the knife cut the media cleanly. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the anvil did not easily attach to the stapler. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument with 4.8mm staples on any tissue that will not comfortably compress to 2.0mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. Do not turn the twist knob more than one (1) turn counterclockwise after firing. Doing so may result in difficulty in removing the device or separation of the anvil assembly. Fully extend the center shaft of the stapler by turning the twist knob counterclockwise until it stops. Mate the anvil/center rod assembly to the stapler by inserting the blunt center rod into the center shaft of the stapler and push firmly until the center rod clicks into its fully seated position. This click will be tactile and audible. Manually inspect the attachment to ensure that the center rod and stapler are fully mated. If information is provided in the future, a supplemental report will be issued.